Event description:
On april 12th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that the observed discrepancies could be attributed to lag between the sg and bg inherent to the sensing technology. Customer care recommended that the user re-link their sensor to clear calibration history and any possible calibration misalignment. Post re-link, bg values entered as calibrations fit sg well, with differences due to occasional lag and calibrations entered during periods of rapid change. The user was advised to continue using the system and to enter calibrations when glucose trends are not changing rapidly. Per dms review, the user was using the system with up-to-date information.